Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) caresite luer access devices were returned in connection with this complaint. The samples consisted of one used caresite (cavity 14b) and one unused caresite in packaging (cavity 3b). It should be noted, that the batch number was reported as unknown, however the lot number of the caresite was on the packaging of the unopened sample. The returned samples was tested per internal specification. Leakage was confirmed in the used sample. Vertical cracks were noted in the threads on the female end of the luer. The other sample returned in packaging functioned as intended with no leakage noted. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of the evaluation, a definite root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotheraphy with fluorouracil (5fu) the product leaked.